Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Stainless steel guidewire in a plastic hoop, one 4.5 fr microintroducer, one 21 g introducer needle, one 20 g IV introducer needle, and one scalpel were returned for evaluation. An initial visual observation showed three bends in the guidewire near its distal end. The core wire appeared to remain intact. A microscopic observation revealed a kink in the guidewire near the distal tip. One of the coils at the proximal tip of the guidewire was observed to be disjointed but connected to the weld tip. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of rebw0101 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed five other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.